Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation as previously the device had not been returned. Updated fields: d8, d9, h3, h6 and h10. The device was returned to olympus for inspection and the reported failure was confirmed and was caused by a faulty cable. The cable had a tear. The investigation was unable to determine the cause of the cable failure. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
This supplemental report is being submitted to include the legal manufacturer's investigation.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was camera head cord was damaged (torn). The issue occurred during reprocessing and there was no patient involvement associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, factors that may have contributed to the reported event are: normal wear and tear or mishandling. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ""if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Pg. 17 olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to include the legal manufacturer's investigation.